Event description:
It was reported that a patient developed an acute infection at the surgical site, three weeks after undergoing a ventral incisional hernia repair using gore bio-a tissue reinforcement. The physician left approximately 40% of the mesh in place after finding it well incorporated with evidence of good neo-vascularization. The other 60% of the mesh was excised. Follow-up communication with the physician confirmed that the patient is "doing well".

Manufacturer narrative:
Method - small fragments of the explanted device were returned for evaluation. A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Histological analysis of the device fragments revealed necrotic cells, cellular debris, a neutrophilic infiltrate and lymphocytes were observed within the material. A modified gram's stain revealed gram positive coccoid bacteria. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The gore bio-a tissue reinforcement is provided sterile for single use only. The IFU clearly instructs the user: "use an aseptic technique when handling the device, "if the minipax desiccant pouch (included with the device) has been compromised, discard product", and "contents sterile unless package has been opened or damaged". The IFU also identifies the possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation", which are consistent with the anticipated, potential complications associated with the surgical procedure itself. A review of the complaint files that this lot has not been reported previously for this issue. All available information has been placed on file for use in tracking, trending and follow up.